Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer ¿ additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement: failed. A review of the share logs/bin file was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. No injury or medical intervention was reported.